Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had cracked case near the display window corners and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was not delivering insulin. The blood glucose reading was over 600mg/dl. Troubleshooting was performed, and the drive support cap was slightly indented. The caller stated that the device alarmed during prime/rewind process. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.